Manufacturer narrative:
Date of event is estimated. Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2021-01571, 3006705815-2021-01574. It was reported the patient fell. Following the fall, the patient experienced ineffective therapy along with communication issues with their ipg. X-ray diagnostics showed the patient's leads migrated. In turn, surgical intervention was undertaken wherein the entire system was explanted and replaced to address the issue. Effective therapy was established post-op.